Event description:
It was reported that the subject stent device was used at the right c6 internal carotid artery (ica) location as the patient had a type iii aortic arch. After puncturing the right femoral artery for access, an 8f arterial sheath device was placed. The physician struggled to advance a 6f jianyuan long sheath device using a simons catheter to reach the external carotid artery and then attempted to advance a 6f zhongtian intermediate catheter device to the c2 segment of the right internal carotid artery (ica), but further advancement was not possible. Angiography revealed stenosis in the right c6 segment. The physician selected a subject device for deployment. However, when advancing the a subject device to the c4 segment, significant resistance was encountered. Due to the tortuous and uneven nature of the patient's vessels, multiple attempts to advance the subject device failed to pass the c4 bend. After applying additional force, the subject device detached, exposing its tip. The physician withdrew the stent system for inspection and found that the tip of the subject device was deformed, with the detached stent protruding from the tip, rendering it unusable. Finally, the physician used an irrigation catheter with an inner diameter of 0.021 in to achieve super selective navigation to the target location. After deploying an ep stent at the site of the stenotic lesion and the procedure was successfully completed. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4: expiration date ¿ added. D4: gtin- added. D10: product available to stryker / returned to manufacturer on ¿ updated. H3: device evaluated by mfg ¿updated. H4: manufacturing date ¿ added. Device code grid: corrected to 'difficult or delayed activation'. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection revealed that the subject stent device was partially deployed from the distal tip of the delivery catheter (outer catheter). The distal end of the stent was exposed at the distal tip of the delivery catheter. The subject stent device was noted to be intact. All four marker bands were present on both ends of the subject stent device. A strand of material was present on the distal end of the subject stent device. The delivery catheter was deformed towards the distal end. The stent stabilizer was noted to be kinked/bent at the proximal end. Functional testing was performed as the stent stabilizer was able to be advanced within the delivery catheter, and the subject stent device was able to be deployed as normal. A 0.032" mandrel was able to be completely pushed through the outer catheter. The as reported 'stent partial deployment' was confirmed during device analysis. The reported 'stent deformed' was not confirmed. The remaining reported ¿device difficulty engaging target vessel' could not be replicated during device analysis. However, the analysis results are consistent with the reported event. The subject stent device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the subject stent device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received from the customer indicates that the subject stent device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the subject device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'when advancing the stent catheter to the c4 segment, significant resistance was encountered. Due to the tortuous and uneven nature of the patient's vessels, multiple attempts to advance the subject stent failed to pass the c4 bend. After applying additional force, the subject stent detached, exposing its tip. The physician withdrew the stent system for inspection and found that the tip of the stent catheter was deformed, with the detached stent protruding from the tip, rendering it unusable'. The subject stent device was returned for analysis partially deployed from the distal tip of the delivery catheter (outer catheter). This is aligned with the description of the event. Once removed (with no friction noted), the subject stent device was noted to be undamaged. The stent delivery catheter (outer catheter) was deformed near the distal end. The stent stabilizer kinked towards its proximal end. In the case of this complaint, it is most likely that, due to anatomical factors as the subject stent system approached the target vessel (and/or unknown procedural factors), the user experienced resistance while advancing the subject stent system over the guidewire/inside the guide catheter. Due to this resistance, the user applied additional force to try and advance/retract the subject stent device, resulting in some of the damage noted during analysis. The subject stent device also partially deployed in the guide catheter whilst the stent system was being advanced. This suggests that the inner body was advanced independently of the outer body. This can occur if the rhv vent cap is not sufficiently tightened on the delivery catheter. Advancing the inner body independently of the outer body is only to be performed when the stent is in its final location across the stenosed area. An assignable cause of procedural factors will be assigned to as reported 'stent deformed', 'stent partial deployment' and 'device difficulty engaging target vessel' as well as the as analyzed ' stent partial deployment', 'stent delivery catheter deformed' and 'stent stabilizer kinked/bent' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during the procedure.

Event description:
It was reported that the subject stent device was used at the right c6 internal carotid artery (ica) location as the patient had a type iii aortic arch. After puncturing the right femoral artery for access, an 8f arterial sheath device was placed. The physician struggled to advance a 6f jianyuan long sheath device using a simons catheter to reach the external carotid artery and then attempted to advance a 6f zhongtian intermediate catheter device to the c2 segment of the right internal carotid artery (ica), but further advancement was not possible. Angiography revealed stenosis in the right c6 segment. The physician selected a subject device for deployment. However, when advancing the a subject device to the c4 segment, significant resistance was encountered. Due to the tortuous and uneven nature of the patient's vessels, multiple attempts to advance the subject device failed to pass the c4 bend. After applying additional force, the subject device detached, exposing its tip. The physician withdrew the stent system for inspection and found that the tip of the subject device was deformed, with the detached stent protruding from the tip, rendering it unusable. Finally, the physician used an irrigation catheter with an inner diameter of 0.021 in to achieve super selective navigation to the target location. After deploying an ep stent at the site of the stenotic lesion and the procedure was successfully completed. No clinical consequences were reported to the patient due to this event.